Event description:
The advocate stated her son received a blood glucose reading on the contour next link that was 60mg/dl higher than the lab test. The specific readings were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making. The difference clinically significant. No adverse event was alleged. Advocate was advised to return the strips for evaluation. A new meter and test strips were sent to the customer.